Manufacturer narrative:
Device information was defaulted to saline, type of fill was not provided. Literature review citation: gary, cyril s. Md, mhs1; kirloskar, kunal m. Md, ms2; koh, min jung ms2; abadeer, andrew I. Md, meng1; wang, jessica s. Md1; del corral, gabriel md3; fan, kenneth l. Md1; song, david h. Md, mba1. Intraoperative evaluation of textured anatomical implant rotation: a prospective study. Plastic and reconstructive surgery 154(3):p 490-499, september 2024. / doi: 10.1097/prs.0000000000011072. Additional contributing authors: cyril s. Gary, department of plastic and reconstructive surgery, medstar georgetown university hospital. Kunal kirloskar: georgetown university school of medicine. Min jung koh: georgetown university school of medicine. Andrew I. Aberdeen: department of plastic and reconstructive surgery, medstar georgetown university hospital. Jessica s. Wang: department of plastic and reconstructive surgery, medstar georgetown university hospital. Gabriel del corral: department of plastic surgery, medstar franklin square hospital. Kenneth l. Fan: department of plastic and reconstructive surgery, medstar georgetown university hospital. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture grade iii, IV (reportable). Literature review noted the following as reason for explanation: aesthetic dissatisfation, concern for alcl (anxiety), animation deformity, capsular contracture, concern for rupture, pain/discomfort.

Event description:
Healthcare professional reported via literature review "intraoperative evaluation of textured anatomical implant rotation: a prospective study" recall, aesthetic dissatisfaction, textured implant, capsular contracture grades I-IV, double capsule, malrotation, alcl concern, animation deformity, complaint of concern for rupture, pain/discomfort. This record is for the left side. Device has been explanted.